Event description:
A customer called baxter corporate product surveillance to report an intermate which was broken. According to the report, when the facility was filling it, the intermate began sucking in air along with the solution. They were filling it with a baxa pump. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Upon receipt, visual inspection of the sample showed no signs of physical abnormality or defect. A functional test was subsequently performed by manually filling the device with water to its nominal volume. During and after fill, no evidence of abnormality or defect was observed from the device. Flow was readily observed and continued to flow without stopping. No evidence of defect was observed from the device during visual inspection and functional testing. The device performed as expected. Based on the finding, the reported condition was not confirmed. No assignable cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.